Event description:
Boston scientific received info that this right ventricular (rv) lead was dislodged the day after implant. A lead revision procedure was performed and the lead was successfully repositioned. Later, that same day, the pt was noted to have complete heart block with a heart rate of 30 bpm as the lead had dislodged again. Surgical intervention was performed and the physician explanted this lead. Another lead was successfully implanted. No adverse pt effects were reported.